Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer states the fork was bent as well as the walking beam and lower link on the left.